Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B5 - describe event or problem updated with additional information. H6 - evaluation conclusion codes: updated.

Event description:
It was reported that premature deployment occurred requiring additional intervention. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, the stent protruded approximately 120mm without using the thumb wheel or pull grip, resulting in about 25 mm of shortening. The shortened stent did not cover the lesion so the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that during deployment the stent was shortened by approximately 25 mm, not elongated. Contralateral antegrade was performed. The safety lock was removed from the handle prior to positioning in the lesion and the lesion was predilated and additional stent was added.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that premature deployment occurred requiring additional intervention. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, the stent protruded approximately 120mm without using the thumb wheel or pull grip, resulting in about 25 mm of shortening. The shortened stent did not cover the lesion so the procedure was completed with another of the same device. There were no patient complications as a result of this event.